Manufacturer narrative:
This is a similar device report, the affected device is not marketed in the us. The similar device is marketed in the us. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga330 - acculan 4 drill and reamer. According to the complaint description, there was smoke development during the operation. The patient harm is unknown. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury. Investigation: the investigation was carried out visually with the digital-camera "panasonic dmc tz8". Visually, we did not find any troubles. Furthermore, we sent the product to our aesculap technical department (ats). Following information was analyzed according to the test plan: connection for sealing cap - tested with lid. Connection coupling - tested with attachment gb638r. Pusher operating element - ok. Current consumption - tested on power supply unit type 8872. Speed - tested on stroboscope. Temperature - tested with thermometer. Load (cut) - ok. Direction of rotation oscillation - ok. Summarized the technical employee did not find any troubles. The product is within the specification. However, in the meantime the maintenance is due since 2022/01. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results, the product met specifications. There is no indication for a material-, manufacturing- or design-related failure. According to the investigation results, a CAPA is not necessary.